Event description:
In 2005, while wearing the external equipment, the pt reportedly had a sound percept problem followed no sound percept. External equipment was exchanged. However, the problem was not resolved. Three days later, the pt was seen by a company representative for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's device was scheduled.